Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided were limited to the patient's implant operative report, history and physical and additional surgical procedure notes prior to implant of the bard flat mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with symptomatic pelvic relaxation with large enterocele/rectocele. The patient underwent a vaginal repair of enterocele and rectocele using a non-bard davol graft. On (B)(6) 2007 - the patient was diagnosed with an enterocele, vaginal wall prolapse and stress urinary incontinence. The patient underwent a suprapubic bladder neck suspension with implant of a non-bard davol sling, cystoscopy, excision of enterocele sac, repair of enterocele over vagina, abdominal sacrocolpopexy with implant of a bard flat mesh and non-bard davol "cork screw suture with anchor." The attorney alleges the patient experienced unspecified adverse patient outcome associated with use of the device.